Event description:
During field service installation of the device, the field service representative (fsr) reported that the central control monitor (ccm) booted to a screen with no back light. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the ccm. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment and powered it on. The pst observed the ccm to power on to the splash screen with the backlight on. The ccm was left on for over 17 hours and the backlight remained on. The pst shutdown and rebooted the ccm three times and the splash screen had a backlight each time. The pst opened the ccm and did not observe any anomalies. The ccm was again shutdown and rebooted three times and the splash screen had a backlight each time. It was determined that the ccm met specification. Per data log review: on (B)(6) 2022 the system was powered up. No buttons were pressed and the system was ungracefully powered off. This could be an indication of the reported issue (no back lights). There is no way to tell from the log if the back lights were working, but if they were not the screen would appear to be off and no buttons would likely be pressed.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) duplicated the reported complaint. The srt replaced the backlight inverter, inverter cables, backlight/liquid crystal display (lcd) and the cables. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.